Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited helix extension failure. The rv lead was not used and replace. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found no anomaly inside the connector region. X-ray examination found the helix stretched inside the helix housing. The cause of the reported event was isolated to blood/tissue in the helix region and helix stretched consistent with procedural damage. Visual inspection of the lead did not find any other anomalies.